Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced a hematoma at the impella insertion site resulting in heparin being removed. It was reported that on day two of support, there was nerve pain in the right arm that prompted the team to treat the patient with gabapentin. The patient remained on impella support as a bridge to transplant and was successfully weaned.

Manufacturer narrative:
The investigation for the access site bleed and peripheral nerve injury has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and peripheral nerve injury could not be determined.